Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that there was an error 38 on the paxscan processor. The medtronic representative replaced the paxscan processor. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that when attempting to turn the image acquisition system (ias) on it would not move past the 'initializing please wait' screen. The scroll bar for radiation would not initialize and continue to scroll. After 4 reboots the system remained the same. The remote desktop showed that the detector was disabled. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned, however the use of navigation equipment was discontinued.

Manufacturer narrative:
The cp2 was returned to the manufacturer for analysis. The cp2 was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: the detector panel cp2 was returned to the manufacturer for analysis and found to be defective. When installed on the imaging system, the system did not boot as expected and displayed an error.